Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked on the front bottom corners, the plunger head and the bottom case had contamination present. A review of the event history log identified plunger not in place alarm in the history. Functional testing was performed and one of the flippers was sticking up from customer induced contamination. The root cause was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced left and right plunger cases.

Event description:
It was reported that the pump exhibited a syringe plunger sensor alarm. No patient injury reported.